Manufacturer narrative:
(B) (4): physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and determined the root cause for the reported incident to be a failure of the power supply module's ac power supply, the q6 transistor was shorted.

Event description:
A third party biomed reported that the device input power was "shorted". Biomed's inspection of the device internal parts found "burned" components within the area of the power module. Physio-control evaluated the device and observed that it would work on battery but not on ac source. There was no report of pt involvement within the reported event.